Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the perform a system within 10 minutes: 35 mg/dl, 98 mg/dl and 50 mg/dl. Customer was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned two test strip vials of the same lot. It is unknown which vial produced the discrepant results. Testing summary for vial# 1 - ciru tested the returned system using retention battery with retention controls with results being acceptable. Testing summary for vial# 2 - ciru tested the returned system using retention battery with retention controls with results not being acceptable.